Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient is needing an MRI of their chest but the ins is completely dead. The patient hasn¿t charged in over 6 months. The reason for not charging is not known. When the patient did charge they would see a doctor symbol. The patient has been scanned for their chest before. Technical services sent compatibility guidelines and reviewed MRI information with the rep. The event date was noted to be 2019. There were no patient symptoms reported and no complications reported. Additional information received from a manufacturer representative (rep). It was reported that the ins was over discharged, but the over discharge was not resolved. The rep said the battery was dead. The call your doctor screen was seen because the ins was over discharged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep could not do anything as thepatient did not have a managing physician for the rep to meet the patient at. The patient was going to call the rep back once she found a pain provider. No further complications were reported.

Event description:
Additional information was received from a consumer. The consumer reported poor communication. The consumer reported that the ins was overdischarged. The patient last had stimulation well over a year ago. The consumer reported that they knew the ins needed to be restarted and that the patient hadn¿t charged in well over a year. The consumer reported that in august 2019, they tried to restart the ins, but they couldn¿t. The consume reported that they tried to restart it when the patient was in hospital. The consumer also reported that the patient had a return of back pain due to not being able to charge. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.